Manufacturer narrative:
MFR ref no: (B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted. The device was tested at the facility with no further occurrences of system error 341. The facility determined the error was caused by an external influence and the device will not be sent in at this time.

Event description:
It was reported that a spectrum infusion pump caused a delay in therapy due to a system error 341 alarm. It was also reported that there was no pt injury.